Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had been experiencing blank display. Customer has attempted different ways to get the device to power up again. The device will turn off if the customer simply bumps the device. The device turned back on by itself and it alarmed weak battery and battery our limit. Troubleshooting for the alarms was performed and customer was advised the alarms were normal behavior and to monitor the device. Troubleshooting was performed for damage that was noted by the customer. The battery compartment was damaged. Customer stated the damage may have occurred due to over tightening the battery cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.